Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called an repeated previously documented information. Patient added that they have lost their mdt ID card, patient mentioned they need an MRI. Patient requested reprogramming appointment and stated they have no current managing hcp. Agent sent email to field and warm-transferred to prs. While on the call patient also repeated previously documented information from rtg0619922. Patient mentioned that they have made appointments with the hcp but their concern about their stimulation not hitting the right places was still not addressed. Patient also added that within the past 8 months it's been getting more noticeable. Pt called back stating they called last week or so and they need an MRI. Pt noted they did not have a ID card for their ins battery since they accidently threw it away. Agent reviewed registration and gotthem transferred to registration.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced ineffective stimulation and severe pain in the leg due to the implant battery pressing on the bone. The patient also reported an inability to sleep, waking up every hour due to pain, and the sensation of pain moving toward the spine. When asked for event date, patient said they started noticing the pain really bad about 4-5 months ago and now they were down and getting weight back on, but they thought the implant had moved really noticeable in the past 4 months. The patient was advised to consult their healthcare provider for further evaluation and management of the issues.